Manufacturer narrative:
Bd received one sample from the customer in support of this complaint. Foreign matter was found inside the bladder of the protector. According to (B)(4) report, visual inspections was performed using a microscope but the origin of the fm couldn¿t be identify. Ftir and x-rays analysis were performed: ¿a large amount of carbon, oxygen and titanium and a small amount of aluminum and silicon were detected from foreign matter. Based on the above results, it was inferred that foreign matter mainly contains organic matter mainly oxidized polymer (such as burning) and also titanium oxide.¿ conclusions: titanium oxide found in the chemical analysis, belongs to the colorant used in the molding process. Sometimes, the colorants also contain silicones as lubricants. Based on the report received and the experience on the molding process, the particle seemed to be burnt material from the spindle of the injection machine. To avoid this, the spindle is cleaned with purging compounds (medical grade appropriate for medical materials) periodically. In this case, as the lot is unknown, it is no possible to check the DHR or look for maintenance records. Conclusion: based on the report received and the experience on the molding process, the particle seemed to be burnt material from the spindle of the injection machine.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a bd phaseal¿ protector p50j was found with black fm in the bladder. ¿the customer suspects the fm got into the bladder during mfg process¿ there was no report of injury or medical intervention needed.